Manufacturer narrative:
Additional information received suggest that this lead was explanted and will not be returned.

Event description:
Boston scientific received information that during a follow up loss of capture was noted on this left ventricular (lv) lead. A lv lead dislodgement was confirmed. The patient has been hospitalized and a repositioning procedure will be performed. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon additional information, this event will be updated.